Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "on the distal line, there was no venous backflow. The doctor who inserted the access explained that when he aspired on the line, there was no blood backflow. He felt there was an obstruction. After insisting he observed a small foreign body, like a "little piece of plastic" going up along the line, then he had a blood backflow. No further details available on this incident.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "on the distal line, there was no venous backflow. The doctor who inserted the access explained that when he aspired on the line, there was no blood backflow. He felt there was an obstruction. After insisting he observed a small foreign body, like a "little piece of plastic" going up along the line, then he had a blood backflow. No further details available on this incident.